Event description:
A customer in (B)(6) reported false susceptible cefepime results for escherichia coli strains from five (5) patients, in association with the vitek® 2 ast-gn09 test kit. The customer reported that the ast-gn09 card gave a cefepime false susceptible result twice, and the kirby-bauer disk test was resistant. The five (5) patient strains were from different sources (blood, urine, sputum, urine, csf). These strains were then sent to (B)(6) biomérieux and further testing was performed. The five (5) strains were tested using the vitek 2 ast-gn09 ((B)(4)) and ast-n334 ((B)(4)), lot 7740750403 cards, atb (biomérieux reagents), and broth microdilution (bmd). The results for ast-gn09, ast-n334, lot 7740750403, and atb were susceptible when compared to bmd which was resistant. The customer stated there was no impact to the patients. It is not known which results were reported to a physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) submitted five escherichia coli strains for cefepime (fep) evaluation because two lots of ast-gn09 cards and one lot of ast-n334 cards gave susceptible results for these strains. Kirby-bauer and broth microdilution gave resistant results. Identification of the isolates was confirmed, and testing included the customer lot of ast-n334 cards and a random lot of ast-n334 cards. Broth microdilution (bmd), the reference method for fep03n, which is the fep formulation found on the ast-n334 card was also performed. Clsi breakpoints: <=8 s, 16 I, >=32 r. For isolate 911687: the customer lot of ast-n334 cards gave an mic=2 and the random lot gave an mic=16. Bmd gave an mic>=32. While the random lot results are in agreement with the reference method, the customer lot result is more than one doubling dilution from the reference method, making it an essential agreement error for the vitek 2. In summary: the strain is atypical and exhibited an essential agreement error between the card and reference method results (more than one doubling dilution apart for one of the two ast-n334 card lots tested).